Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray pedal had poor connection problem with the system. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 b20 x-ray pedal had poor contact problems. No harm has been reported. Philips has started an investigation of the complaint.